Event description:
Blood pressure cuffs have repeatedly been proven to be filthy and contaminated. This "immaculate" device has been totally ignored by the healthcare community as a fomite. Repeated research damn's the cuff-yet this reusable device is never properly cleaned. No research has been done showing the cuff is safe and germ free! No one is enforcing regulations to safe guard the public interest.